Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage at site. The blood glucose level of the patient was high. The infusion set was used for one day. No further information was available.